Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient reported that their controller was doing some ¿wacky¿ stuff, it's been kind of 'fuzzy', 'glitchy' weird screen and the screen would go blank white. Patient also reported that it seemed to take longer to recharge the implant. Patient mentioned that after charging for an hour and a half, the implant only reached about 60%. Patient stated that they have been struggling with this issue for a couple of months. Patient added that sometimes the controller behaves normally, but for the past 12 months, it has been more difficult to recharge than expected, particularly when lying down at night. Agent reviewed information but the patient stated they did not have time to continue troubleshooting as it was their lunch break. The patient was redirected to their hcp for questions related to their implant. Patient mentioned they would consult their hcp on monday and opted to call back to continue troubleshooting at a later time.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.